Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient currently receiving fentanyl (900.0 mcg/ml at 377.99 mcg/day), hydromorphone (3.0 mg/ml at 1.2600 mg/day), clonidine (350.0 mcg/ml at 147.00 mcg/day), and bupivacaine (10.0 mg/ml at 4.200 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and lumbar radiculopathy. The patient¿s history included dementia since 2013 and she had been very sick since the 3rd grade. It was reported that the pump had ¿loosened up¿ since it was implanted. Per the patient, ¿it is at her skin level and can feel the coils and has been shooting out to the left; protruding and burning since (B)(6) 2016 and hurts¿. The patient¿s hcp (healthcare professional) states every time the patient came in there that there ¿is something wrong with her¿. The physician¿s assistant told her the pump could be put in the patient¿s butt and that was what she wanted to do. She stated that ¿it hurts and burns and if she bends over it really hurts and buckling¿. The patient had fallen. She fell three times in (B)(6) 2015; she stated that she hurt her back and her neck. She also fell on (B)(6) 2016. She had been ¿falling into chairs and other things monthly since 2015¿. Her hcp knew that she had fallen and stated that ¿every month there is something with the patient¿. The patient was going to have ¿sona bello¿ to take some weight off. She was taking oral dilaudid 8 mg every 4 hours since 2015. The patient stated that her hcp ¿upsets her so much¿. The patient was seeing her hcp around (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.